Event description:
It was reported, that stent damage occurred. The chronic totally occluded de novo target lesion was located in the non-calcified right coronary artery. Pre-dilation was performed with a 2.0x15mm emerge balloon catheter. There were five synergy xd drug-eluting stents successfully deployed. However, a 2.25 x 32mm synergy xd stent was not deployed, as resistance was felt during advancing. When the device was removed, it was noted, that a stent strut was flared. The procedure was completed with another 2.25 x 28mm synergy xd stent. There were no patient complications reported. And the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: a synergy xd mr ous 2.25 x 32 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope, found evidence of damage with stent struts from the proximal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured. And the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube, found no issues. Examination of the tip via scope, found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. The device was loaded without issues on a test guidewire. No other issues were identified, during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The chronic totally occluded de novo target lesion was located in the non-calcified right coronary artery. Pre-dilation was performed with a 2.0x15mm emerge balloon catheter. There were five synergy xd drug-eluting stents successfully deployed. However, a 2.25 x 32mm synergy xd stent was not deployed as resistance was felt during advancing. When the device was removed, it was noted that a stent strut was flared. The procedure was completed with another 2.25 x 28mm synergy xd stent. There were no patient complications reported and the patient status was stable.